Manufacturer narrative:
Per the user guide: when the number of hours since you have tapped on the screen or pressed the screen on/quick bolus button passes the set value, the auto-off alarm beeps and appears on the screen, and insulin delivery stops. If insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 1100 mg/dl and a bolus was delivered. Ketones were present. Customer alleged the pump was not delivering insulin. Customer had a heart attack due to the elevated bg and went to the emergency room. Customer was admitted to the hospital. Fluids, insulin drip and heart medication were administered. Customer had not yet been discharged at the time of the report. Customer reported that an auto off safety alarm occurred and subsequently a resume pump alarm sounded. The next day at 7:00 am another resume pump alarm sounded. Although multiple attempts were made by tandem technical support to obtain additional information and discharge date, customer did not reply.